Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that oversensing was observed via remote monitoring and lead fracture was concluded. The lead was capped approx. 53 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be updated.